Event description:
It was reported that the 8800 system presented a "touch screen" and "room door open" error and a communications error during a case. Another system was used to finish the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported failure could not be duplicated. However, review of system events log found evidence of corrupted flash. Rebuilt nodes and down loaded cal data. The system was tested and found to be working as intended and placed back into service.